Event description:
It was reported that the patient with this implantable pacemaker experienced a big jolt in the chest. This device was explanted and replaced. No additional adverse patient effects were reported.